Manufacturer narrative:
H6: investigation summary one photo was received and evaluated. The photo depicted two sealed packaged 1ml ll syringes. One syringe had complete scale markings with no observable defects. One syringe had no scale markings printed with what appeared to be two wide ink rings ¿ one at the top and one at the bottom of the barrel. ): potential root cause for the missing print and ink ring defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9357847 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd syringe luer-lok¿ tip had no scale markings on it. This was noticed before use. The following information was provided by the initial reporter: during the manual packing of the nplate kit, production operators observed one (1) syringe (material 3006812, batch 0010515793) without any graduation mark son the counting table.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip had no scale markings on it. This was noticed before use. The following information was provided by the initial reporter: during the manual packing of the nplate kit, production operators observed one (1) syringe (material 3006812, batch 0010515793) without any graduation mark son the counting table.